Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 382534, batch no: 9261082. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter is not retracting. The following information was provided by the initial reporter: I have received a complaint from a hospital that item# 382534 isn¿t retracting.

Event description:
Material no: 382534 batch no: 9261082. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter is not retracting. The following information was provided by the initial reporter: I have received a complaint from a hospital that item# 382534 isn¿t retracting.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.